Manufacturer narrative:
(B)(4). Evaluation of returned devices: from the examination of the returned devices and clinical information provided, the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined. However, it appears likely that this was caused by the reported disease progression; loss of a proximal seal due to aortic neck dilatation. The devices were returned with the limbs transected at mid-length; the distal limbs were not returned. A single suprarenal anchoring pin was found fractured at its base from one of the suprarenal stent apices, and the sutures attaching the distal end of this suprarenal stent to the bifurcate fabric were found to have detached. The fractured pin was not returned with the explant. The cause of these findings could not be determined. Since the device had migrated into the sac these events likely occurred in-vivo; however, it is unclear if may have occurred prior to or after the stent graft had migrated into the sac. Two abrasion related tears, 1.2 mm and 0.8 mm in length, were also observed on the anterior of the bifurcate aortic body at spring 2. The cause of these tears could not be determined; however, these holes appeared ¿covered¿ in the as received condition. The returned proximal section of the contralateral limb was 100% occluded. The cause of the occlusion could not be determined; the limbs were not visible in the angio, and since the complete limbs were not returned this limited the extent of the analysis.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the stent grafts were explanted. During the evaluation of the explanted stent graft it was observed that there is stent graft occlusion. The physician stated that the cause of the event was due to anatomy; proximal tissue disease progression. No additional clinical sequelae were reported and the patient is doing fine.